Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that prior to a procedure the system would not accept the cassette and the footswitch did not work. There was no patient involvement. The procedure was started and completed using an alternate system.

Manufacturer narrative:
The system was examined. The company representative did not indicate finding any issues that would be associated with the reported event. With no additional, related information provided, the customer reported events of cassette not being accepted or footswitch issue were not able to be confirmed. The system was manufactured on september 27, 2014. Based on qa assessment and a review of the manufacturing record, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).